Manufacturer narrative:
Physio-control further evaluated the replaced user interface pcb assembly at the product assessment center (pac) and the cause of the reported issue was determined to be due to the single board computer.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(6). A physio-control service representative performed an initial evaluation of the customers device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the event.